Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime, compromised force sensor system test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
The customers parent reported via phone call that the insulin pump had motor error alarm. Customer¿s blood glucose level was unknown. Customer was able to complete pump rewind. Customer reported that the drive support cap appeared to be normal. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.